Manufacturer narrative:
This lead has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a low out of range impedance measurement, noise and oversensing were observed on this cardiac resynchronization therapy-defibrillation (crt-d) and right ventricular (rv) lead. There was also inappropriate shock therapy due to noise oversensing. Boston scientific technical services (ts) discussed the potential causes for the reported observations and suggested measures to further evaluate the system. There was no ventricular pause of more than 2 seconds. The patient is not pacemaker dependent as they have intrinsic rhythm. Further, measurements have stabilized. The device and lead are no longer in service. No adverse patient effects were reported.